Event description:
It was reported that the customer received several button error alarms and a battery out limit alarm. The insulin pump's buttons were stuck. The customer's blood glucose level was 76 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
No button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.